Event description:
Ventilator malfunction while on pt. Respironics espirit ventilator alarmed "error code 9003" - expiratory flow screen malfunction. Ventilator was in use with a fisher & paykel model mr850jhu heated humidifier and rt110 pt circuit. Excess water was noted to be present in the ventilator heated expiratory filter at distal end of pt circuit and front end of machine. Upon removing this ventilator from svc the expiratory filter was found saturated with fluid. A similar event happened with another espirit ventilator and also a puritan bennett model 740 ventilator both while on pts. These (3) events were upon first use of a fisher & paykel "dual limb heated wire circuit" and the model 850 humidifier. There was no pt harm as a result of these events due to prompt and appropriate response to the alarm from the care giver. While this product (heated humidifier and dual limb heated tubing) worked well to prevent rain-out in the pt circuit the result was that the rain-out occurred in the ventilator expiratory filter preventing appropriate flow of the expiratory gas through the ventilator.